Event description:
The advocate called for help with the customer's meter. While troubleshooting, he performed control tests and received a result of 32 mg/dl. The normal control range was 104-144 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.